Manufacturer narrative:
Initial reporter first name:(B)(6). Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. In one (1) bag a small white particle was observed and in one (1) bag a clear-like filament was observed. This was identified during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. Unaided visual inspection was performed under normal room conditions and no issues were observed. Upon visual inspection along with magnification no particulate matter was seen in either of the samples. The fill port caps were removed and no issue was observed of the connector or the cap areas of the samples. However, based on the blurry sample images provided, a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene material could be observed on the right side in the fluid pathway in both sample images. The reported condition was confirmed in the sample images only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.